Manufacturer narrative:
The field service engineer (fse) observed the tubing to pinch valve vl12 was pinched. The fse repositioned the waste pinch valve tubing and resolved the issue. The fse completed several patients' samples without any issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The customer reported a few milliliters of fluid leaked on the counter during one patient¿s sample analysis involving the coulter act diff 2 analyzer. The customer obtained incomplete computation on hemoglobin on the patient¿s sample. The customer then reanalyzed the sample and observed white blood cell result did not reproduce. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.